Event description:
It was reported to boston scientific corp, that a flexima biliary stent system was used during a drainage procedure in the bile duct of a pt. During the procedure, resistance was met and the guide catheter became stretched, however, the stent was successfully deployed. The procedure was successfully completed with no reported pt complications. The pt was reported to be in good condition after the procedure.

Manufacturer narrative:
The complainant indicated that the device has been disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).